Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was some sort of double counting observed when reviewing the ventricular electrogram markers. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.